Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patients right ventricular (rv) lead was implanted into the left bundle branch (lbb), which is considered off label use. At the predischarge check, this rv lead was not capturing and was ultimately found to have perforated the ventricular wall. There was a small effusion observed on the intracardiac echocardiogram (ice) during the revision. This rv lead was explanted and a new rv lead was implanted. Hemodynamics were noted to have been stable throughout this case. No additional adverse patient effects were reported.